Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, arteriotomy locator, guidewire, hemostasis sheath and carrier tube assembly. There was a blood-like substance on the returned device. Visual inspection revealed that the guidewire was in the arteriotomy locator and twisted into a loop. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was in rear lock position. Analysis of the tip of the hemostasis sheath under microscope revealed that the anchor was inside the hemostasis sheath. No damage was observed on the sheath. Functional testing was performed, and the locking mechanism was attempted to be reset although there was resistance that did not allow the carrier tube assembly to progress through hemostasis sheath. The carrier tube assembly was removed the hemostasis sheath and reset. There was a significant amount of dried and wet blood-like substance on the shaft of the carrier tube assembly. The locking mechanism was set to forward lock position and mated with the hemostasis sheath. The anchor was observed to be fully out of the hemostasis sheath. The hub of the carrier tube assembly was pulled back to set the locking mechanism to rear lock position. The anchor was observed to be posted on the tip of the hemostasis sheath. The anchor was pulled, and the collagen, suture and tamping tube came out of the hemostasis sheath. No functional anomalies were observed. The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor was not deployed during the procedure and the whole device came out. There was no harm to the patient. Additional information was received on 30apr2021. It was a planned percutaneous coronary intervention (pci). It was femoral access with a 6fr sheath. An angiogram was performed. The anchor was not deployed during the procedure and the whole device came out. After the unsuccessful closure with the angio-seal, the patient had blood loss. The patient was in stable condition. The pci procedure was successful. Hemostasis was achieved by manual compression. Additional information was received on 10may2021. The quantity of blood loss was an average 50ml.